Event description:
It was reported that the patient with this lead was experiencing shortness of breath. Blood cultures were performed and results were consistent with infection. The lead was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.